Event description:
It was reported that the patient had received inappropriate defibrillation and anti-tachycardia pacing therapy from the implantable cardioverter defibrillator. The patient presented to the clinic the following day. Programming modifications were performed. The patient¿s condition was stable.